Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that for the past week she has noticed moisture in the cartridge compartment area of her insulin infusion device. She stated that she has been trying to dry it out with a cotton swab but, because the moisture is below the piston rod, she cannot get to that part of the compartment. During troubleshooting, the pt said the cartridge does not look unusual, but there appears to be 10-15 small bubbles in the cartridge compartment. She stated there is no insulin on the outside of the cartridge when she inserts the cartridge but the moisture appears after the cartridge has been inserted. The pt was reminded of the proper procedure for changing and inserting the cartridge. The pt was advised to switch to her backup infusion device and let her primary device air out for 24 hours. On follow up, the pt stated she has been inserting the insulin cartridge with the adapter and infusion set attached and she has had no further issues moisture in the cartridge compartment. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was not requested to be returned for evaluation.